Manufacturer narrative:
Findings: unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with scratched reservoir tube window. (B)(4).

Event description:
It is reported that customer is getting button error alarm on the insulin pump. Troubleshooting was done. Advised customer that the insulin pump would be replaced. No further information provided.